Event description:
The caller reported that the tracheostomy tube the patient is using only lasted two days. The caller stated they noticed it slowly lost air. The caller stated they did a pretest and may not have noticed the slow leak. The tracheostomy tube was removed, and the patient was recannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.